Manufacturer narrative:
The wire has not been returned for analysis as of this date.

Event description:
Prior to a rotational atherrectomy procedure, the tip of the wire fractured upon removal from the packaging hoop. No pt injuries or complications were reported.